Event description:
According to the operative report, "while using a us surgical endo gia stapler over the right renal artery and vein, there was a misfire of the staple with the stapler failing to lay down the staples and deploying only the blade, which led to hemorrhage and emergent conversion to open surgery.the bleeding was controlled by identifying the rent in the renal artery and the right renal vein. These were controlled by continous sutures using 3-0 prolene." Procedure: laparoscopic nephrectomy. Patient status: discharged.